Event description:
Atlas gold pta dilation catheter was used to dilate stenosis of the vein. It was reported that the balloon detached from the catheter and was unable to be retrieved. A second procedure was required to snare and remove the balloon from the body. Atlas gold 14x40 pta dilation catheter was used on stenosis of vein, balloon dislodged from catheter and the patient required a venotomy to remove balloon. FDA safety report ID# (B)(4).